Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could be replicated. The issue was resolved following uninstallation of the software and reinstalling a newer version of the software. The system then passed the system checkout and was found to be fully functional. H3) a software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that this issue is a known software anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that system could not configure the ziehm rfd interface to the the spine software. Attempted software reinstallation without resolution. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information received: initial reporter. If information is provided in the future, a supplemental report will be issued.